Event description:
It was reported that during a interventional procedure of a moderately tortuous, heavily calcified lesion of the iliac -superficial femoral artery (sfa) the fox plus balloon ruptured around 3-5 atmosphere (atm) during the first inflation attempt. It was noted that the heavy calcification contributed to the issue. There was no reported pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.